Event description:
It was reported that the pump exhibited a check plunger level message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was broken, the right plunger case was cracked, and the top case was chipped on the lower left corner. A review of the event history log identified check clutch/ travel course reverse alarm in history. During functional testing the reported issue was duplicated during the flow test. The position pot tab was broken off. The root cause of the issue was caused by the customer's physical damage to the device. Replaced position pot, installed cable guard and performed function and delivery tests which passed.